Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented for normal device changeout. During the procedure, the atrial lead exhibited oversensing noise. The lead was capped and replaced on (B)(6) 2016. The patient was doing well post procedure.